Event description:
It was reported that during a ptci procedure, an uneventful predilatation was done with a balloon in the third part of the lad. Due to a suboptimal result, it was decided to implant the 3.0x33 mm penta. The stent was positioned in the lesion area and when attempting to expand it, the central portion of the stent never opened. It was not possible to rotate the balloon to expand the center portion of the stent. Due to this and to the presence of angina in the pt, an attempt was made to remove the balloon and exchange it for another balloon to expand the lesion. When removing the balloon, which was trapped in the medium portion of the stent, the guiding catheter migrated to where the stent was, creating a dissection in the proximal third of the artery. The balloon was finally removed. Three progressively larger balloons were used to expand the stent. The result at the stent level was adequate, but due to the presence of a dissection in the proximal third of the lad, a second stent was placed to treat the 15~dissection.